Event description:
Tbm mike states red light alarm, purity 68% and unit making a popping noise. No further information provided.

Manufacturer narrative:
(B)(6) 2015. Correct information was received by invacare on (B)(6) 2015. The original submission indicated the serial number as (B)(4) with the manufacturer as invacare (B)(6) and the FDA registration number of (B)(4). The folowing sections have been corrected: suspect medical device invacare rehabilitation equipment; (B)(4); all manufacturers g1, invacare rehabilitation equipment, invacare mfg site is invacare rehabilitation equipment and the correct FDA registration number is (B)(4).

Event description:
Tbm (B)(6) states red light alarm, purity 68% and unit making a popping noise. No further information provided.